Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "wire came loose and was rewired." The patient's right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.